Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a lot of motor error alarm and loud when it rewinds and as he was priming the insulin pump the insulin shot out. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they did it about 10 min back they got motor error it told to rewind the insulin pump, after they got the motor and did it look like he get it was the pump was trying to give him a basal. The drive support cap was normal. The insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify rewind due to motor error alarms.